Event description:
It was reported that the patient received an elective replacement indicator (eri) message on the remote control. It was noted that the non-rechargeable implantable pulse generator (ipg) had reached the end of its battery life. As a result, the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility and will not be returned.